Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty.

Manufacturer narrative:
Upon reassessment of the event based on additional information received it was determined that the report was assessed incorrectly please neglect that supplemental report. D2- product code phx. D4: (B)(4). D11; 00434903611 glenosphere 36 mm diameter 63606546. 00434906506 retentive poly liner plus (+) 6 mm offset 36. Mm diameter 65 degree neck angle 63295422 00434902502 base plate 25 mm post length +2 mm lateral offset uncemented 63799968 00434903909 humeral stem spacer size 9 63896767 0104223033 anatomical shoulderâ?¢ reverse, screw system, 4.5-33 2857358 0104223042 anatomical shoulderâ?¢ reverse, screw system, 4.5-42 2865695 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05851, 0001822565-2018-05852, 0001822565-2019-02010 and 0001822565-2019-02011.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: two units prbcs transfused. Received information will not change previous root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a previous right revision shoulder arthroplasty for dislocation. Subsequently, the patient was revised due to dislocation and instability approximately nineteen (19) days post-op. Surgeon mentioned there was possible infection and removed all the products and placed an antibiotic cement hemi-arthroplasty. No additional information is available.

Manufacturer narrative:
The complaint was confirmed based on the medical records provided stating turbid fluid was seen and x-rays review stating dislocation. The device history records were reviewed and no deviations/ anomalies identified. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product does not contribute to the reported event and considered not reportable. Hence, the initial report submitted needs to be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral head, unknown glenoid. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05851, 0001822565 - 2018 - 05852.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision surgery due to infection. Patient is additionally experiencing ongoing pain and limited mobility. No additional information is made available.